Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3: the device was initially reported as returning, but has now been reported as not returning.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device. Reportedly, after the plunger was removed and the footplate was retracted, the device became stuck in the anatomy. A cut down was used to remove the device. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay due to the removal the device. No additional information was provided.